Manufacturer narrative:
Physio-control evaluated the device and observed that it would not stay powered up in battery mode. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. The customer complained that when turning on the device using battery power, it turns itself off after a few seconds. There was no patient use associated with the reported incident.